Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear it. Customer's spouse stated customer had his old insulin pump it seemed it might be stuck in rewind loop. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with minor scratched lcd window. The device was received with missing end cap sticker.